Event description:
Event verbatim [preferred term] uterine artery embolization was performed using gelatin sponge before intrauterine cleaning [product use in unapproved indication], uterine artery embolization was performed using gelatin sponge before intrauterine cleaning [off label use], acute pulmonary embolism [pulmonary embolism], , narrative: this is a literature-spontaneous report from heart, 2017, vol 49(7); pp. 766, entitled "a case of acute pulmonary embolism during uterine artery embolization". A female patient in her 30s received absorbable gelatin, intra-arterial, on an unspecified date at an unspecified dose for uterine artery embolization. Medical history included retained placenta and para. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced acute pulmonary embolism. Details were reported as follows: she had experienced delivery a month before the onset. A puerperal health check-up revealed retained placenta, and the patient was admitted to the hospital for intrauterine cleaning. The uterine content had a large amount of blood flow in it. Therefore, uterine artery embolization was performed using gelatin sponge before intrauterine cleaning. Spo2 decreased about an hour after the uterine artery embolization. The patient experienced palpitations and dyspnea about 3 hours later, and spo2 decreased to under 90%. Sinus tachycardia and right axis deviation were noted on 12-lead electrocardiogram (ECG). Transthoracic echocardiography revealed tricuspid regurgitation pressure gradient (trpg) of 35 mmhg and early diastolic flattening of the left ventricle, based on which acute pulmonary embolism was diagnosed. Multiple embolism due to gelatin sponge via the shunt from the left uterine artery to the left ovarian vein was suspected as the cause of the event. Since the gelatin sponge is made from a substance that is liquefied and absorbed in a month, and it was considered that the pulmonary arterial pressure increased in accordance with pulmonary embolism would be resolving without any specific treatment. Therefore, it was decided that the patient would be followed up with symptomatic treatment. The patient no longer needed oxygen on the fourth day of illness and was discharged from the hospital on the fifth day of illness. The action taken in response to the event for absorbable gelatin was post-therapy. The outcome of acute pulmonary embolism was recovering. Pfizer is a marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report in situations where another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Amendment: this follow-up report is being submitted to amend previously reported information: causality for events. Follow-up (25sep2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Seriousness criteria of the events and case comment updated. Indication of absorbable gelatin updated to "uterine artery embolization", route of administration updated to "intra-arterial", and outcome of the event "acute pulmonary embolism" updated to "recovering". Follow-up (02mar2020): this is a literature-spontaneous follow up report from product complaint group (citi number: 468529). Pcom investigation was provided. A complaint has been received by pfizer (site) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made (B)(6) 2020). Malfunction was present in this case. Hazardous situation was product migration. Hazard number (worst case) was h10-15. Severity (worst case) was s5. No follow-up attempts are needed. No further information is expected. Follow-up (13apr2020): this is a follow-up to a literature spontaneous report based on the information from product quality complaints group via the citi system. Pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation., comment: based on currently available information, the event acute pulmonary embolism (pe) is assessed as possibly associated with gelatin sponge in the context of off label use for uterine artery embolization (uat). Intravascular use of gelatin sponge is a contraindication due to known risk of embolization. However, it is unlikely that gelatin sponge passed capillary network and entered venous system leading to pe in this case. There's no information to suggest that the patient had uterine arteriovenous fistula that would allow gelatin sponge to directly flow into the venous system. The shunt between the specified artery and vein as referred to by the authors need to be confirmed and clarifications are being sought. The initial symptom of pe occurred about an hour after uat with gelatin sponge, suggesting temporal relationship between the event and the procedure/product use. However hypercoagulability in postpartum period, endothelial injury, venous stasis, and immobility during and after the uat procedure may also have played important contributory roles to the thrombus formation. Company conducted product quality investigation and did not determine the reported issue to be process related. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. An examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Severity (worst case) was s5.

Manufacturer narrative:
Attachment: [1810189-20181221204729_lit.pdf].

Event description:
Uterine artery embolization was performed using gelatin sponge before intrauterine cleaning [product use in unapproved indication] acute pulmonary embolism [pulmonary embolism] case description: this is a literature-spontaneous report from heart, 2017, vol 49(7); pp. 766, entitled "a case of acute pulmonary embolism during uterine artery embolization". A female patient in her 30s received absorbable gelatin, intra-arterial, on an unspecified date at an unspecified dose for uterine artery embolization. Medical history included retained placenta and para. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced acute pulmonary embolism. Details were reported as follows: she had experienced delivery a month before the onset. A puerperal health check-up revealed retained placenta, and the patient was admitted to the hospital for intrauterine cleaning. The uterine content had a large amount of blood flow in it. Therefore, uterine artery embolization was performed using gelatin sponge before intrauterine cleaning. Spo2 decreased about an hour after the uterine artery embolization. The patient experienced palpitations and dyspnea about 3 hours later, and spo2 decreased to under 90%. Sinus tachycardia and right axis deviation were noted on 12-lead electrocardiogram (ECG). Transthoracic echocardiography revealed tricuspid regurgitation pressure gradient (trpg) of 35 mmhg and early diastolic flattening of the left ventricle, based on which acute pulmonary embolism was diagnosed. Multiple embolism due to gelatin sponge via the shunt from the left uterine artery to the left ovarian vein was suspected as the cause of the event. Since the gelatin sponge is made from a substance that is liquefied and absorbed in a month, and it was considered that the pulmonary arterial pressure increased in accordance with pulmonary embolism would be resolving without any specific treatment. Therefore, it was decided that the patient would be followed up with symptomatic treatment. The patient no longer needed oxygen on the fourth day of illness and was discharged from the hospital on the fifth day of illness. The action taken in response to the event for absorbable gelatin was post-therapy. The outcome of acute pulmonary embolism was recovering. Pfizer is a marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report in situations where another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Amendment: this follow-up report is being submitted to amend previously reported information: causality for events. Follow-up (25sep2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Seriousness criteria of the events and case comment updated. Indication of absorbable gelatin updated to "uterine artery embolization", route of administration updated to "intra-arterial", and outcome of the event "acute pulmonary embolism" updated to "recovering". Comment: based on currently available information, the event acute pulmonary embolism (pe) is assessed as possibly associated with gelatin sponge in the context of off label use for uterine artery embolization (uat). Intravascular use of gelatin sponge is a contraindication due to known risk of embolization. However, it is unlikely that gelatin sponge passed capillary network and entered venous system leading to pe in this case. There's no information to suggest that the patient had uterine arteriovenous fistula that would allow gelatin sponge to directly flow into the venous system. The shunt between the specified artery and vein as referred to by the authors need to be confirmed and clarifications are being sought. The initial symptom of pe occurred about an hour after uat with gelatin sponge, suggesting temporal relationship between the event and the procedure/product use. However hypercoagulability in postpartum period, endothelial injury, venous stasis, and immobility during and after the uat procedure may also have played important contributory roles to the thrombus formation. This case will be reassessed should additional information become available.

Event description:
Event verbatim [preferred term] uterine artery embolization was performed using gelatin sponge before intrauterine cleaning [product use in unapproved indication], acute pulmonary embolism [pulmonary embolism],. Case narrative:this is a literature-spontaneous report from heart, 2017, vol 49(7); pp. 766, entitled "a case of acute pulmonary embolism during uterine artery embolization". A female patient in her 30s received absorbable gelatin, intra-arterial, on an unspecified date at an unspecified dose for uterine artery embolization. Medical history included retained placenta and para. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced acute pulmonary embolism. Details were reported as follows: she had experienced delivery a month before the onset. A puerperal health check-up revealed retained placenta, and the patient was admitted to the hospital for intrauterine cleaning. The uterine content had a large amount of blood flow in it. Therefore, uterine artery embolization was performed using gelatin sponge before intrauterine cleaning. Spo2 decreased about an hour after the uterine artery embolization. The patient experienced palpitations and dyspnea about 3 hours later, and spo2 decreased to under 90%. Sinus tachycardia and right axis deviation were noted on 12-lead electrocardiogram (ECG). Transthoracic echocardiography revealed tricuspid regurgitation pressure gradient (trpg) of 35 mmhg and early diastolic flattening of the left ventricle, based on which acute pulmonary embolism was diagnosed. Multiple embolism due to gelatin sponge via the shunt from the left uterine artery to the left ovarian vein was suspected as the cause of the event. Since the gelatin sponge is made from a substance that is liquefied and absorbed in a month, and it was considered that the pulmonary arterial pressure increased in accordance with pulmonary embolism would be resolving without any specific treatment. Therefore, it was decided that the patient would be followed up with symptomatic treatment. The patient no longer needed oxygen on the fourth day of illness and was discharged from the hospital on the fifth day of illness. The action taken in response to the event for absorbable gelatin was post-therapy. The outcome of acute pulmonary embolism was recovering. Pfizer is a marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report in situations where another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Amendment: this follow-up report is being submitted to amend previously reported information: causality for events. Follow-up (25sep2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Seriousness criteria of the events and case comment updated. Indication of absorbable gelatin updated to "uterine artery embolization", route of administration updated to "intra-arterial", and outcome of the event "acute pulmonary embolism" updated to "recovering"., comment: based on currently available information, the event acute pulmonary embolism (pe) is assessed as possibly associated with gelatin sponge in the context of off label use for uterine artery embolization (uat). Intravascular use of gelatin sponge is a contraindication due to known risk of embolization. However, it is unlikely that gelatin sponge passed capillary network and entered venous system leading to pe in this case. There's no information to suggest that the patient had uterine arteriovenous fistula that would allow gelatin sponge to directly flow into the venous system. The shunt between the specified artery and vein as referred to by the authors need to be confirmed and clarifications are being sought. The initial symptom of pe occurred about an hour after uat with gelatin sponge, suggesting temporal relationship between the event and the procedure/product use. However hypercoagulability in postpartum period, endothelial injury, venous stasis, and immobility during and after the uat procedure may also have played important contributory roles to the thrombus formation. This case will be reassessed should additional information become available.

Manufacturer narrative:
On 02mar2020, a complaint has been received by pfizer (site) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction was present in this case. Hazardous situation was product migration. Hazard number (worst case) was h10-15. Severity (worst case) was s5.

Event description:
Event verbatim [preferred term] uterine artery embolization was performed using gelatin sponge before intrauterine cleaning [product use in unapproved indication] , uterine artery embolization was performed using gelatin sponge before intrauterine cleaning [off label use] , acute pulmonary embolism [pulmonary embolism] , . Case narrative:this is a literature-spontaneous report from heart, 2017, vol 49(7); pp. 766, entitled "a case of acute pulmonary embolism during uterine artery embolization". A female patient in her 30s received absorbable gelatin, intra-arterial, on an unspecified date at an unspecified dose for uterine artery embolization. Medical history included retained placenta and para. The patient's concomitant medications were not reported. On an unspecified date, the patient experienced acute pulmonary embolism. Details were reported as follows: she had experienced delivery a month before the onset. A puerperal health check-up revealed retained placenta, and the patient was admitted to the hospital for intrauterine cleaning. The uterine content had a large amount of blood flow in it. Therefore, uterine artery embolization was performed using gelatin sponge before intrauterine cleaning. Spo2 decreased about an hour after the uterine artery embolization. The patient experienced palpitations and dyspnea about 3 hours later, and spo2 decreased to under 90%. Sinus tachycardia and right axis deviation were noted on 12-lead electrocardiogram (ECG). Transthoracic echocardiography revealed tricuspid regurgitation pressure gradient (trpg) of 35 mmhg and early diastolic flattening of the left ventricle, based on which acute pulmonary embolism was diagnosed. Multiple embolism due to gelatin sponge via the shunt from the left uterine artery to the left ovarian vein was suspected as the cause of the event. Since the gelatin sponge is made from a substance that is liquefied and absorbed in a month, and it was considered that the pulmonary arterial pressure increased in accordance with pulmonary embolism would be resolving without any specific treatment. Therefore, it was decided that the patient would be followed up with symptomatic treatment. The patient no longer needed oxygen on the fourth day of illness and was discharged from the hospital on the fifth day of illness. The action taken in response to the event for absorbable gelatin was post-therapy. The outcome of acute pulmonary embolism was recovering. Pfizer is a marketing authorization holder of absorbable gelatin in the reporter's country. This may be a duplicate report in situations where another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Amendment: this follow-up report is being submitted to amend previously reported information: causality for events. Follow-up (25sep2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Seriousness criteria of the events and case comment updated. Indication of absorbable gelatin updated to "uterine artery embolization", route of administration updated to "intra-arterial", and outcome of the event "acute pulmonary embolism" updated to "recovering". Follow-up (02mar2020): this is a literature-spontaneous follow up report from product complaint group (citi number: (B)(4)). Pcom investigation was provided. A complaint has been received by pfizer (site) with an indication that the device has, or may have, caused serious injury, and for which MDR has been previously issued with a severity of s5 (determinations made 02mar2020). Malfunction was present in this case. Hazardous situation was product migration. Hazard number (worst case) was h10-15. Severity (worst case) was s5. No follow-up attempts are needed. No further information is expected., comment: based on currently available information, the event acute pulmonary embolism (pe) is assessed as possibly associated with gelatin sponge in the context of off label use for uterine artery embolization (uat). Intravascular use of gelatin sponge is a contraindication due to known risk of embolization. However, it is unlikely that gelatin sponge passed capillary network and entered venous system leading to pe in this case. There's no information to suggest that the patient had uterine arteriovenous fistula that would allow gelatin sponge to directly flow into the venous system. The shunt between the specified artery and vein as referred to by the authors need to be confirmed and clarifications are being sought. The initial symptom of pe occurred about an hour after uat with gelatin sponge, suggesting temporal relationship between the event and the procedure/product use. However hypercoagulability in postpartum period, endothelial injury, venous stasis, and immobility during and after the uat procedure may also have played important contributory roles to the thrombus formation. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.